Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device- 3 years and 10 months. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient developed a fever in addition to drainage and increased inflammation at driveline exit site. On (B)(6) 2017, the patient presented to the vad clinic to have their driveline site assessed and cultures/labs taken. The customer confirmed the patient had an infection that was treated with keflex. A CT scan was performed and nothing of surgical nature was needed. The patient completed the antibiotic course. As of (B)(6) 2017 the vad team was monitoring the patient off antibiotics and was reported to be fine. No additional information was provided.

Manufacturer narrative:
A direct correlation between the device and the reported infection could not be determined through this evaluation. The submitted system controller log file contained data from 10dec2017 - 21dec2017 and showed the pump operating at the fixed speed of 9800 rpm. A couple of slightly elevated pump power values over 7.8 watts and up to 8 watts were captured as reported, which correlated with slightly elevated estimated flow values up to 8.1 lpm. No sustained or severe elevations in pump power or any other concerning parameter fluctuations were noted. Overall, pump power, estimated flow, and average pi appeared to remain generally stable. The pump appeared to be operating as intended; no atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.